Event description:
Pt was routinely checked at the physician's office. His pacemaker was showing end of life characteristics. No telemetry was available from that and the pacer battery was showing depletion. Pt admitted for generator replacement.